Event description:
It was reported that when the patient presented for remote care, over-sensing noise and noise reversion episodes were noted on the lead. No intervention was reported. Patient status was not reported.